Event description:
During an in clinic follow up, the device failed to be interrogated and no magnetic response occurred. The device was no longer providing pacing output. Premature battery depletion was suspected. The physician elected to not replaced the device for this patient. The patient was stable.